Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced kinked cannula event on (B)(6) 2025. The issue occurred with one infusion set and site was patient's abdomen. The symptoms appeared within three or hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.